Event description:
A flexima drain was placed into pt with intra-abdominal fluid collection on (B)(6) 2015 by interventional radiology. The flexima drain was removed on (B)(6) 2015 but unknown to the clinicians taking care of the pt, part of the drain (comprised of black suture) broke off and was retained within the abscess. This retained suture served as a foreign body and prevented successful treatment of the abscess. The abscess was recalcitrant to treatment for 6 months. The pt underwent operation for treatment of the abscess on (B)(6) 2015 when the retained suture, which had been broken off from the flexima drain placed on (B)(6) 2015 was removed surgically. During this (B)(6) 2015 operation, we determined that the suture material at the root of the abscess was identified as the braided suture material from the flexima catheter used to drain the fluid collection and was a retained foreign body that cause the continuation of the abcess and colon perforation. The retained suture material is a direct result of a mfg defect that allowed the suture to beak off in the pt. Subsequently as a result of this defect in mfg and breaking off of the suture material in the patient, she has required multiple surgical interventions to drain the abscess, repair the colon, and treat complications that are a direct result of the mfg defect. The pt has not yet recovered from this injury and will require further operative interventions to repair the original injury. On (B)(6) 2015, pt went to operating room because of sepsis related to gross fecal peritonitis and for re-exploration of recent lap, 2 layer colorrhaphy of small splenic flexure perforation using 3-0 vicryl, diverting loop ileostomy, and primary closure with retention sutures with drain in luq. Pt admitted to unit with abd sepsis and supportive care for 2 days eventually improving and transferring to the floor. On (B)(6) 2015 pt diagnosed with splenic flexure colocutaneous fistula controlled with drain. Percutaneous drain placed by ir for pelvic abscess (B)(6) 2015. Pt eventually discharged on (B)(6) 2015 ( hd #15) tolerating regular diet, po meds, PICC line for 4 weeks IV abx per ID recs. (Vanc, meropenem, diflucan). Pt has required ir drainage of iaa above the liver on (B)(6) and thoracentesis on (B)(6) for non infectious pleural effusion, both as an outpatient procedure. On (B)(6) 2015, patient was admitted for endoscopic closure of colocutaneous fistula. On (B)(6) 2016 seen in clinic. Fistula healed. Will wait until (B)(6) 2016 to close ileostomy.